Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿50ml IV infusion programmed to run over two hours (25ml/hr). Approximately 22 minutes later, administering nurse noticed that the entire 50ml had infused into patient review of infusion pump programming prior to administration tevealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service"

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿50ml IV infusion programmed to run over two hours (25ml/hr). Approximately 22 minutes later, administering nurse noticed that the entire 50ml had infused into patient review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service."

Manufacturer narrative:
The reported event that a 50 ml IV infusion programmed to run over two hours (25 ml/hr) completed in 22 minutes was not be reproduced during this investigation. No conclusion could be drawn through log review that a 50ml IV infusion programmed to run over two hours (25 ml/hr) completed in 22 minutes. The total volume recorded infused was 3.087 ml. Rate accuracy testing performed demonstrated that the pump module was infusing within specification. Inspection of the pump module found no irregularities. The incident disposable tubing set was not returned for investigation; it is unknown if the set may have contributed to the customer¿s experience. Log analysis: the date of the reported event was (B)(6) 2020. The time of the event was not reported. The pcu event log shows that on (B)(6) 2020 at 6:03am, the pcu received a remote IV for drug ID 249. The drug was programmed to infuse at the rate of 25 ml/h with the vtbi of 50 ml. The total volume recorded infused was 3.087 ml. The root cause could not be identified in this investigation.

Manufacturer narrative:
This follow-up is to report the manufacturer's receipt of a copy of the user facility's medwatch mw5109817.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿50ml IV infusion programmed to run over two hours (25ml/hr). Approximately 22 minutes later, administering nurse noticed that the entire 50ml had infused into patient review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service."

Manufacturer narrative:
Correction: g4 of initial MDR should have been 03/30/2020.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿50ml IV infusion programmed to run over two hours (25ml/hr). Approximately 22 minutes later, administering nurse noticed that the entire 50ml had infused into patient review of infusion pump programming prior to administration revealed all appropriate steps were followed by nursing staff pc unit and channel were immediately removed from service."